Event description:
It was reported that the cable of the pk dissecting forceps instrument is broken and the tip will not close. There was no pt impact, nothing fell into pt. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that none of the mechanical drive cables are broken. One conductor wire is broken at the yaw pulley exit and the yaw pulley is missing a piece opposite of the conductor break which is allowing the grip to move within the pulley and have a larger range of motion in the yaw. Engineering concluded that the added range of motion of the grip likely created excess tension on the wire causing it to break. The wire was likely not attached securely to the grip, had poor strain relief and pulled out during articulation of the wrist. Engineering also found the distal end of the main tube has a 1.5 inch section with light material removed on one side of the tube. The damage area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.